Event description:
The lay user/patient contacted lifescan in late 2008 alleging that her one touch ultramini meter was prompting the error 5 message. The customer care advocate (cca) confirmed that the patient was using the correct testing technique, and the test strips were in good condition. The cca walked the patient through a retest and the issue was not resolved. The products were replaced. The medical affairs specialist (mas) was unable to reach the patient for follow-up. A letter has been mailed. The alleged issue started the same day at 8:30 am. The patient tests 4 times/daily and administers insulin based on a sliding scale. The patient reported that five hours following the onset of the issue she developed symptoms of feeling sweaty and lightheaded. As a result of the reported issue, the patient alleged eating/drinking more than usual at 6:30 pm. There was no indication that she sought medical attention. It would have been helpful to know patient's insulin regimen, last results obtained on the reported meter prior to the onset of the issue, and at what blood glucose levels she normally develops symptoms. This complaint is being classified as an MDR-reportable because there is an indication that the lifescan product contributed to injury since the patient's symptoms, sweaty and lightheaded, developed following the alleged product issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.